Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call transmitter issue and low blood glucose. The customer's blood glucose was 43mg/dl at the time of incident and current blood glucose is 373mg/dl. Trouble shooting was performed and found transmitter not charging. Customer unable to perform high-pressure test and decline to continue trouble shooting. Customer treated the low with orange juice. Advise sending transmitter product replacement. The insulin pump will not be returned for analysis.